Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No additional patient/event details have been provided to date. Should additional information become available a follow-up report wil be submitted. A return sample for evaluation is not expected. Reported to the FDA on (B)(4) 2014.

Event description:
It was reported that the one dressing out of a box of ten was press-fit together with the package.